Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine, 3 mg/ml concentration at 1.379 mg/day dose and morphine, 10 mg/ml concentration at 4.6 mg/day dose intrathecal drug delivery pump for non-malignant pain and lumbar radiculopathy. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). The patient "fell on to the pump" (B)(6) 2019 and went to the hospital for 6 days. The first motor stall occurred on (B)(6) 2019 with numerous stalls and recoveries. On (B)(6) 2019 there were also numerous stalls and recoveries and then on that same day the pump stalled again with no recovery to date. The patient did not have an MRI but did have an x-ray. The audible pump alarm had been heard. No patient symptoms were reported. No further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported that the patient fell on her buttock which the pump resided. On (B)(6) 2019, patient was admitted with acute exacerbation of severe persistent asthma. The hcp was unsure if it was related to pump/lack of medication. Patient fell on her buttocks where pump lied. The hcp was unsure if this was the cause. The hcp attempted to resolve the issue- attempted to interrogate the pump with no success. Therefore, the hcp was unable to reprogram. The multiple motor stalls and recoveries had not been resolved. No further complications were reported.